Event description:
The customer contact reported the device did not pass touchscreen recalibration. The device was returned to the biomedical department with a tag that indicated that tried to recalibrate the touchscreen; did not pass touchscreen calibration. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the touchscreen was responsive however, the key alignment was slightly off. Further testing, found contamination on the bottom edge of the touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.